Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee pain, xray shows bone reaction around medial peg, possible lucency along entire tibial tray, but not pegs, reasonable alignment, slight overhang of tibial tray ¿ not calling out lucency as it is stated as possible with no confirmation. Femoral removed with minimal bone loss, very soft bone beneath femoral component, there was likely poor ingrowth. Tibial removed with minimal bone loss, mostly around the lateral peg posteriorly, minimal ingrowth into the medial peg. Radiograph indicated thin radiolucent lines at tibial tray metal-bone interface and patellar component metal bone interface. These thin radiolucent lines are not in and of themselves diagnostic of loosening unless they are new or progressive. Although definite loosening of prosthetic components is not diagnosed on the single time point x-rays submitted, potential risk factors for prosthetic component loosening are identified. Root cause was unable to be determined. Reported event was confirmed by review of radiographs and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; b2; b3; b4; b5; b7; d6b; e1; g3; h2; h6; h10; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years post-implantation, the patient underwent revision surgery due to pain, clicking, instability, and stiffness. During the revision surgery, minimal ingrowth into the medial peg of the tibia was noted as well as soft bone beneath the femoral component suggesting poor ingrowth of the femoral component. The femoral component, tibial tray, and articular surface were revised without reported complication.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years post-implantation, the patient reported that a revision surgery is pending due to loosening of the cemented components. Information regarding already performed intervention has not been provided. Due diligence is in progress for this event; to date available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella: catalog#00587806532, lot#65431368; psn fem cr por ccr nrw sz 10 r: catalog#42502206802, lot#64488374. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.